Event description:
During CT injection for contrast exam from the ER, the IV tubing split vertically and blow contrast and saline fluid all over the patient, table and pillow. FDA safety report ID # (B)(4).